Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable ne urostimulator (ins) for urinary dysfunction/sacral nerve stim. He reason for call was the patient reported that they were getting dressed when they heard a beeping noise and they think it was the implanted interstim device. The caller asked if the interstim device can produce sounds. The caller was not with the patient. Tech services (ts) reviewed information about the ins. The caller will follow-up with the patient and healthcare provider (hcp). No symptoms reported. Additional information was received. The manufacturer representative replied that the cause of the beeping noise was unknown. When asked the most likely cause they responded that they guessed it was the patient's hearing aid. When asked what steps will be taken to resolve the issue the rep replied that the patient will check with their spouse if they hear the beeping again to confirm the location. It is unknown if the issue has been resolved. The rep asked the patient to call back if it happens again.